Event description:
It has been reported to philips that the system¿s uninterrupted power supply (ups) required repair. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned as the power to system has been continuously delivered. It was reported to philips that the uninterrupted power supply (ups) required repair. Customer stated to philips that schneider electric ups giving an error. Philips identified the reported component to be a third party component. Customer asked third party service provider for repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party ups failures may occur that can cause the azurion system shut down before completing the boot up process. This scenario includes situation in which is related to the third-party ups problem and this ups is not a part of the philips component. Since the malfunction of third-party ups would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.